Manufacturer narrative:
The injury was caused by operator error. Product labeling warns not to touch moving parts. The instruments is performing within specifications. No further evaluation of the device is required.

Event description:
On an advia 2400 an operator went to check on a sample in the wheel while the system was still processing. The dpp moved over to sample and pierced the operator's finger. The operator went to the emergency room where she received a tetanus shot. The operator will follow up with the employee health clinic to receive a hepatitis work-up.